Event description:
The manufacturer received information that a trilogy ev300 ventilator was reported to require follow up repair. There was no patient involvement and harm or injury reported. The ventilator was reported to require replacement of the 3-way solenoid valve and the proportional valve were replaced to address the issue. The repair is pending completion. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.